Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was safety shield failure. The following information was provided by the initial reporter: please see customer update below: -are the products examined for damages prior to use? No. -did the specimen(s) need to be recollected? No. -did exposure to blood/bf occur? Yes. If so, was there any post exposure testing or medical intervention? Please describe in detail any testing. Yes, staff member performed first aid and received post exposure blood testing a few hours after having the needlestick bbfe. Was the facility's established blood/bf exposure protocol followed? Yes. -approximate number of product received in shipment:unknown. -approximate number of defective product: 2 that I was made aware of. -would you be so kind as to send us approximately 5 unused products from the affected lot number if provided with a return shipping label?  Yes. Customer inquiry/problem: customer is reporting that the black straight needle safety engineered device on item 368608, lot 3006707, is not functioning properly. Issue was only discovered after the product was already used, resulted in the inability to cap needle safely. Wed jun 07 06:52:36 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, issue with black straight needle safety engineered device was discovered only after use, resulting in the inability to cap needle safely. Customer is reporting that the black straight needle safety engineered device on item 368608, lot 3006707, is not functioning properly.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-06-22. H3 other text : see h.10.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6).ca h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was saftey shield failure. The following information was provided by the initial reporter: please see customer update below: -are the products examined for damages prior to use? No -did the specimen(s) need to be recollected? No -did exposure to blood/bf occur?yes if so, was there any post exposure testing or medical intervention? Please describe in detail any testing. Yes, staff member performed first aid and received post exposure blood testing a few hours after having the needlestick bbfe. Was the facility's established blood/bf exposure protocol followed? Yes -approximate number of product received in shipment:unknown -approximate number of defective product: 2 that I was made aware of -would you be so kind as to send us approximately 5 unused products from the affected lot number if provided with a return shipping label?  Yes customer inquiry/problem: customer is reporting that the black straight needle safety engineered device on item 368608, lot 3006707, is not functioning properly. Issue was only discovered after the product was already used, resulted in the inability to cap needle safely. On (B)(6), another of the same needle type from same lot number the safety engineered device snapped off prior to use. Product was discarded before use. Wed (B)(6) 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? No did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: per customer, issue with black straight needle safety engineered device was discovered only after use, resulting in the inability to cap needle safely. Customer is reporting that the black straight needle safety engineered device on item 368608, lot 3006707, is not functioning properly.